Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch verio iq meter was giving the ¿apply sample¿ message during testing. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach him by telephone. The smss classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 1:00 pm the patient noted the reported meter was displaying the ¿apply sample¿ icon during testing; he was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient experienced no symptoms of high or low blood glucose levels. At 6:00 pm the patient went to the hospital, where he was treated with a glucagon injection. It would have been helpful to determine the patient¿s blood glucose level as tested in the hospital, his status before the meter issue occurred, his diabetes medication regimen, and his blood glucose readings prior to the meter issue. Troubleshooting revealed the patient¿s testing technique was incorrect and he was unable to discern the ¿apply sample¿ icon during testing. It was also determined this was a new, out-of-the-box, meter. The meter and control solution were replaced. The patient¿s testing technique was incorrect and may have contributed to the incident. However, as the patient allegedly received emergency medical attention and treatment with glucagon after he was unable to test his blood glucose level due to the meter issue, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt age, gender and weight: not provided. Test strip lot#: not provided.

Manufacturer narrative:
5/15/2014 supplemental information: the patient provided the following additional information regarding this incident. The patient reported that he suffered a mild heart attack and was taken to the emergency room. The patient¿s blood glucose level was tested to be 471 mg/dl and he was given an injection of insulin. The patient confirmed he did not receive a glucagon injection, as was originally reported. This complaint remains classified as an adverse event with serious injury.